Event description:
It was reported the patient had an increased recharge burden. A replacement charger was sent to the patient. Follow up identified the ipg had been depleted. The patient was attempting to fully charge the ipg and stopped due to experiencing ipg pocket heating. The patient was instructed to charge at shorter intervals until fully charged.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.